Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap chole, both were opened, and were unable to properly load a clip into the jaws. This happened before placement through the trocar as it is the techs habit to "burn" a clip by firing one on the back table before use. It is reported that both units were "jammed" and unable to load. An additional clip applier was opened to complete the procedure. There was no patient injury.